Event description:
Caller reported aviva system blood glucose results, all mg/dl: strips lot 492176 220 at 2:31pm 148 at 2:30pm 120 at 2:28pm 97 at 2:25pm strips lot 492211 217 at 2:23pm 92 at 2:22pm customer had symptoms of low blood and was able to self-treat no adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with identifier (B)(6) is lot 492176, medwatch with identifier (B)(6) is lot 492211.